Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) got out from the patient¿s skin after the procedure. There was no reported patient injury. The intended procedure was diagnostic peripheral and a retrograde approach was used. The deployer was mynx certified. The product was stored properly according to the instructions for use (IFU) and there was no damage noted to the product packaging upon inspection prior to use. The product was prepped properly according to the IFU. The stick location was the femoral artery. Hemostasis was achieved by manual compression for a duration of less than thirty minutes. The patient recovered and did not require hospitalization as a result of the event. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with stopcock open, the advancer tube remained inside the outer cartridge tubing, and the sealant was observed on the catheter shaft as received. It was noted that there was no blood nor was saline observed on the surface or in the inflation tubing of the returned device. It was reported that ¿the sealant of a 5f mynxgrip vascular closure device (vcd) got out from the patient¿s skin after the procedure.¿ however, the sealant sleeve was observed to have remained in the manufactured position as received, which indicated that the returned device may have not been inserted into an existing procedure sheath during the procedure. The condition of the returned device does not match the description of the incident. Shuttle down procedure was simulated and the advancer tube was found properly engaged to proximal tamp lock as intended per the mynx instructions for use (IFU). Leak testing was performed on the balloon of the returned device. Balloon was inflated with water, and pressure was maintained. A product history record (phr) review of lot f1914401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant dislodged¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The returned device did not match the description on the incident reported since there was no exposure to blood noted on the mynx device/sealant, and the sealant sleeve remained in the manufactured position. The cause of the issue experienced by the customer could not be determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported as the device showed no sign of attempted use in the patient. According to the mynxgrip IFU, which is not intended as a mitigation, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1914401 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) got out from the patient¿s skin after the procedure. There was no reported patient injury. The intended procedure was diagnostic peripheral and a retrograde approach was used. The deployer¿s mynx training status was certified. The product was stored properly according to the instructions for use (IFU) and there was no damage noted to the product packaging upon inspection prior to use. The product was prepped properly according to the IFU. The stick location was the femoral artery. Hemostasis was achieved by manual compression for a duration of less than thirty minutes. The patient recovered and did not require hospitalization as a result of the event. The device is expected to be returned for analysis.